Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely cause as follows: the e224 error occurs when there is an error in the communication between the scope and the processor. Based on the device evaluation results, it can be inferred that the cable was damaged, preventing communication with the processor from succeeding, and causing an error. A review of production records for the subject device did not find any abnormality in the manufacture of the device. Therefore, it is likely the cable was damaged due to user handling.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a shorted cable.

Event description:
Olympus was informed of a report of a connectivity error message due to a camera head issue. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.